Event description:
It was reported, to medtronic minimed. That the customer, experienced change sensor alerts. The customer reported, blood glucose value of 400 mg/dl. The customer reported, hyperglycemia treated with manual injection/insulin pen and hypoglycemia. The event involved product(s) mmt-397a, mmt-332a, mmt-1884, mmt-7040a. Customer was using the auto mode/smartguard feature at the time of the event. Customer has been using the insulin pump system within 48hrs of reported high blood glucose event. Customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-397a, no product return is required for mmt-332a, no product return is required for mmt-1884, no product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having change sensor alert after the 2-hour warm-up, after going high, and after going low. Customer had highs and lows over the last couple of months. This case is to document the high. Please see (B)(4) for the documentation of the low. The high was treated with insulin pen. Per (B)(4), the low was treated with carbohydrates. Partial troubleshooting was done for the high. Smartguard was used at the time of the high. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.